Event description:
A patient, who was using mixtard 50/50 (dual-acting human insulin) and novopen (insulin delivery device) due to diabetes mellitus (type unknown), experienced kidney failure in 2003 and is now on peritoneal dialysis. The patient has had diabetes mellitus for approximately 30 years and was introduced to the novopen after a heart attack in january 2002. Pt's blood glucose values were well controlled. In 1993 the patient developed diabetic retinopathy. The outcome of the event is unknown.